Event description:
The or reported that they believed the cut mode output was high. Testing by the biomedical engineer found the output to be 15-20 watts high. There was no pt injury involved.

Manufacturer narrative:
The sample has been rec'd and is under eval. When the investigation is complete, a follow-up report will be submitted.